Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-08412. It was reported that the patient was feeling burning pain at both the scs ipg site and the lead site. Approx a month ago the scs ipg site was kicked very hard by the pt's son. Diagnostic tests showed invalid and high lead impedance values. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.